Manufacturer narrative:
(B)(4). The device was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Reportedly, the starclose se device was retracted to position the locator wings against the vessel wall and the thumb advancer was advanced without issue. The clip was deployed; however, the clip was deployed into the artery and not on the artery to close. The patient was taken to surgery, the clip was removed and the artery was repaired with a patch. There was a clinically significant delay in the closing procedure due to surgically achieving hemostasis. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.